Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure coil had migrated and perforated the uterus") and device dislocation ("malposition/migration of essure coil location /essure coil could not be located.") In a 39-year-old female patient who had essure (batch no. 664592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken foot and loss of libido. Previously administered products included for to prevent pregnancy: oral contraceptive from 2005 to 2009; for an unreported indication: toradol30mg and ibuprofen. Concurrent conditions included body mass index normal, endometriosis, ovarian cyst, adenomyosis, vulvovaginal pain and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches"), dyspareunia ("pain during intercourse, dyspareunia(painful sexual ntercourse)"), the first episode of migraine ("migraines"), weight increased ("weight gain") and the second episode of migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.) And surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, back pain, headache, dyspareunia, vaginal haemorrhage, dysmenorrhoea, weight increased, abdominal pain lower and the last episode of migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, uterine perforation, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on 2015 patient underwent a procedure to effectuate removal of her essure device and to relieve her of her post-implantation symptoms. At the end of the procedure, the right cornua had 0 visible coils and the left cornua had 4 visible coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received. Event onset dates added. New event "migraines" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure coil had migrated and perforated the uterus") and device dislocation ("malposition/migration of essure coil location /essure coil could not be located.") In an adult female patient who had essure (batch no. 664592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken foot and loss of libido. Previously administered products included for to prevent pregnancy: oral contraceptive from (B)(6) to (B)(6) ; for an unreported indication: toradol 30mg and ibuprofen. Concurrent conditions included body mass index normal, endometriosis, ovarian cyst, adenomyosis, vulvovaginal pain and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding, abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches"), dyspareunia ("pain during intercourse, dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.) And surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, back pain, headache, dyspareunia, vaginal haemorrhage, migraine, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) patient underwent a procedure to effectuate removal of her essure device and to relieve her of her post-implantation symptoms. At the end of the procedure, the right cornua had 0 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure coil had migrated and perforated the uterus") and device dislocation ("other essure coil could not be located") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent a partial tubal salpingectomy). At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, back pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, headache, menorrhagia and uterine perforation to be related to essure. The reporter commented: on 2015 patient underwent a procedure to effectuate removal of her essure device and to relieve her of her post-implantation symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure coil had migrated and perforated the uterus") and device dislocation ("malposition/migration of essure coil location /essure coil could not be located.") In an adult female patient who had essure (batch no. 664592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken foot and loss of libido. Previously administered products included for to prevent pregnancy: oral contraceptive from 2005 to 2009; for an unreported indication: toradol30mg and ibuprofen. Concurrent conditions included body mass index normal, endometriosis, ovarian cyst, adenomyosis, vulvovaginal pain and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding, abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches"), dyspareunia ("pain during intercourse, dyspareunia(painful sexual ntercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.)essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, back pain, headache, dyspareunia, vaginal haemorrhage, migraine, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2015 patient underwent a procedure to effectuate removal of her essure device and to relieve her of her post-implantation symptoms. At the end of the procedure, the right cornua had 0 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2010 and removal date ((B)(6) 2015) added. Lot number added. Events abnormal bleeding (vaginal), migraines, dysmenorrhea (cramping), weight gain and lower abdomen pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.